Manufacturer narrative:
Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had an infection at the lead incision site. The patient had a yellow drainage from the lead incision site. Antibiotics were administered, and the leads were planned to be removed. Date of onset/diagnosis was reported as (B)(6) 2013. Additional information received reported the patient had the leads removed due to the infection at the spinal incision site. The patient was treated with 2 rounds of antibiotics prior to lead explant. The implantable neurostimulator (ins) remained implanted for planned future replacement of leads. The patient's status at time of report was noted as no injury/no adverse event.